Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display would turn off unexpectedly during user interaction. There was no known impact to the customer¿s blood glucose. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.